Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. Dianeal therapy was ongoing. On the same day as onset, the patient was hospitalized for the event. The patient was treated with injection amikacin (100mg, frequency, route, and duration not reported) injection fortum (1g, daily in one bag, route and duration not reported), and injection vancomycin (1g, once weekly, route and duration not reported) for peritonitis. At the time of this reported treatment was ongoing. The patient outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported during follow up that on an unreported date, dianeal therapy was discontinued and the patient's pd catheter was removed. The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.